Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was trying to enter blood glucose for a bolus and numbers just keep on going. The customer was asked if she recalls any significant event leading to the keypad issue and she said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer does not want to replace the insulin pump and she said that she is going to monitor the insulin pump. The customer stated that if it continues to happen she will call us back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.